Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, when opening the product package, they found that the inner blade had fallen off and the pro truding part was too long to be installed normally. They opened another one and found the same problem. The hospital believed that it was a quality issue and needed to report a medical device adverse event report. No patient impact.

Manufacturer narrative:
H3: analysis found that the device and the tyvek envelope were returned in a plastic sleeve (non-original packaging). There were no traces of contamination observed on the returned device. When returned, the device had a large gap between the inner and the outer hubs. The proximal end of the inner assembly was pulled out when returned. However, the inner assembly was easily pushed back inside the outer assembly. The outside diameter of the inner shaft (hard surface) was measured, and it was within specifications. The inner assembly spun by hand with no binding sound observed. The device was easily loaded and locked into a handpiece and oscillated up to 7,500rpm with no issues observed. The complaint was not confirmed, no out of specification condition was observed. H6: previous codes b18 and c20 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.